Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the lead 2 is showing and printing large. There was no reported patient involvement/adverse patient impact.